Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the poly trial fractured while inserting. All pieces were retrieved from patient before closure.

Manufacturer narrative:
Visual inspection of the returned trial bearing confirms that the device is fractured at the anterior side of the trial. The device exhibits signs of usage. Device history record (DHR) was reviewed and no discrepancies were found. The part was manufactured on october 15, 2013 and has therefore been in the field for approximately six years and one month. It is unknown for how many times the device has been used. Based on the information available, root cause can be determined as normal wear during the instrument¿s field life. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.